Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose was unknown. Customer reported that they are not able to rewind the pump. Advise the customer to discontinue use of the pump and revert to a back-up plan per healthcare provider¿s instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error (open book image) and pump error 35 due to corroded force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unit received with moisture damage on electronic assembly and moisture damage on motor assembly.